Manufacturer narrative:
The anesthesiologist who reported the incident stated that there was no actual fault with the kit, rather it was not fit for the purpose, so they were no longer using it. It was reported that the device was discarded, therefore no evaluation of the instrument could be performed. A review of manufacturing records for this lot was performed, and no discrepancies were found prior to distribution. While it does not appear that a device failure occurred, without the sample returned we are unable to confirm the condition of the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device discarded by user facility.

Event description:
The incident happened on the (B)(6) may and here is the exert from the datix. ¿lumbar drain inserted for communicating hydroceph post sah. Straightforward dural puncture with free flow of bloody csf. Lumbar drain inserted (preloaded stylet in place), not feeding. Unable to withdraw easily, therefore whole assembly removed. Cath intact but had been perforated by the stylet fresh dural puncture with a new kit, again first pass with free flow csf. Drain again not feeding; withdrew without resistance, but was noted to have a spiral tear along the length of the tip with the stylet exposed. Csf still running freely, therefore old style kit obtained from theatres and lumbar drain inserted first pass without resistance, and draining freely at 15 cm to skin.¿ the reference number for a codman lumbar drain on the unit now is (B)(6) and a lot number of 627709. Sent: (B)(6) 2015 17:59 subject: re: lumbar drain codman kit ii dear all I have contacted codman to report this incident. Their process is to contact the local representative who will record the complaint. Unfortunately our representative is on leave until (B)(6) may. I have contacted a colleague of his and left a message for her to contact me asap. As they have correctly said, the suppliers do need a little more information and even the damage product to be able to investigate thoroughly. As a minimum the product code, lot number and expiry date must be provided. I¿ll update when I have further information and confirm I have spoken to her.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.